Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG's non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cable was pulled from the strain relief, damaging the connector on the distribution node pca. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.